Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Synovial fluid while blood cells positive [synovial fluid white blood cells positive]. Suspected pseudoseptic [inflammation]. Knee swelling [joint swelling]. Knee tenderness [arthralgia]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a male pt, initials and age unk. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f20) injection at 6 ml, once, in an unspecified knee. The lot number for synvisc-one was not provided. On an unspecified date, in (B)(6) 2012, the pt developed knee swelling, knee tenderness and went to ER. The pt also developed knee effusion, "suspected pseudosepsis" and the injected knee was aspirated which revealed white blood cell count (wbc) as 25,000. On (B)(6) 2012, the knee was again aspirated with wbc as 36,000 and the fluid was sent for cultures. On (B)(6) 2012, the pt initiated treatment with steroids for knee swelling, knee tenderness and suspected pseudosepsis. No action was taken with synvisc-one. The outcome for events of "suspected pseudosepsis", knee tenderness, knee effusion and synovial fluid white blood cell count positive was not provided. Concomitant meds were not provided. The intensity for all the events was not provided. The reporting physician did not provide the relationship between synvisc-one and all the events. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result as identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. The review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.